Event description:
My husband uses soclean to clean his CPAP. There were times that I would have asthma attack or difficulty to breath whenever he would face me with his CPAP in use - the air from his CPAP would hit me on my face. And the smell from his CPAP after cleaning with soclean would throw me up. FDA safety report ID # (B)(4).